Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level around 560mg/dl; cause was unknown. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.